Event description:
Additional information was received that there was no right ventricular (rv) lead capture at maximum output, high impedance and inconsistent r wave sensing. A fractured lead was confirmed. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had been dizzy with shortness of breath and presented to the emergency room. A lead warning for high impedance. A lead fracture is suspected. The lead remained implanted at the time of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the rv and ra leads were not capped but rather explanted.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.